Event description:
The device was serviced by baxter. During service testing, the pump was found to have defective batteries. According to the hosp rep, no pt injury or need for medical intervention had been reported. No additional contact or info was available.